Manufacturer narrative:
(B)(4). The ops acetabular patient specific guide was used during the primary surgery for a patient who was revised 1 year later due to psoas pain. It is unknown at this stage if the ops acetabular patient specific guide was used during primary surgery and therefore it is unknown if the ops acetabular patient specific guide might have contributed to this event. The manufacturer is conducting investigation to identify . This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient underwent total hip replacement on the (B)(6) 2017. Patient required revision surgery due to psoas pain on the (B)(6) 2018. It was found on the (B)(6) 2018, that the patient received the ops acetabular guide during primary surgery. It is unknown if the ops acetabular guide was used during primary surgery.